Event description:
It was reported that the patient went to the emergency department with an escape rhythm of 36 beats per minute (bpm). There was no pacing on telemetry and the field representative was unable to interrogate the device with a programmer or consult. It was suspected that the battery was depleted. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted a slight bulge in the pacemaker (pg) case, near the battery. Detailed analysis found a very small amount of hydrogen inside the pg case. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. While trying to narrow down the high current drain, the failure mechanism was lost and a cause was not established. The clinical observations were confirmed.

Event description:
It was reported that the patient went to the emergency department with an escape rhythm of 36 beats per minute (bpm). There was no pacing on telemetry and the field representative was unable to interrogate the device with a programmer or consult. It was suspected that the battery was depleted. This pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.